Event description:
It was reported that there was an incorrect staple closure during implant. On (B)(6) 2012 during examination/palpation it was observed that one of the staples in the incision was stapled to the inside of the wound causing failure to heal, erythematous at site, slightly whitish discharge, no fever; severity noted as mild. They removed staples; cleansed the wound; applied sterile strips, administered clindamyacin 300mg (qid) for 14 days. Patient was next seen on (B)(6) 2012 and healing was noted. As of (B)(6) 2012 there were no signs of infection and patient outcome was noted as resolved without sequel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model: 8835, (B)(4); catheter model: 8709sc, (B)(4), implanted: 2011-(B)(6), explanted: unk; catheter model: 8709, (B)(4), implanted: 2004-(B)(6), explanted: unk. (B)(4).